Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading a cartridge. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer's blood glucose level was 83 mg/dl. Troubleshooting with tandem technical support showed that the customer was incorrectly performing the air removal technique. During the call, the customer loaded a new cartridge successfully.